Event description:
Consumer called the company they bought it from and stated the switch sparked. The company then called us and sent back the pad.

Manufacturer narrative:
In inspection also revealed that failure was due to customer misuse as the cord cut was at the butterly. All thermostats were discolored. Leads were bent and pad was bunched up.